Manufacturer narrative:
The returned device was evaluated and the returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation.

Event description:
It was reported that a patients personal diabetes manager (pdm) is not holding a charge. The patient reports having to charge the pdm multiple times a day. In addition the patient reports the pdm battery is swelling to the point that the back cover of the pdm is coming off.